Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device evaluation, but could not identify any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. However, based on the following information, there is a possibility that dirt has entered the inside of the light guide lens due to a gap in the adhesive part of the light guide lens due to physical stress or the like. -from the inspection results of the device, it was confirmed that the light guide lens was dirty and the objective lens was scratched. -the instruction manual contains precautions to avoid applying physical stress to the device. -in the past similar cases, it was surmised that the cause was that dirt had entered because a gap was created in the adhesive part of the light guide lens due to physical stress. In addition, based on the following information, the forceps elevator wire may have been raised, due to the forceps elevator wire breaking due to fatigue failure caused by repeated operation of the forceps elevator and repeated brushing cleaning around the forceps elevator and repeated attachment / detachment of the distal cover. -from the inspection result of the device, it was confirmed that the forceps elevator wire was broken and raised. -according to the instruction manual, if the user properly reprocesses the device, the user can reduce the occurrence of the reported event. In addition, if the user properly installs the distal cover, the user can reduce the occurrence of the reported event. -in the past similar cases, it is surmised that the wire was broken due to fatigue failure due to repeated operation of the forceps elevator, and the wire was frayed due to repeated brushing cleaning around the forceps elevator and repeated attachment / detachment of the distal cover, so the wire was raised. -according to CAPA aizu-150-01, the wire breaks due to fatigue failure due to repeated operation of the forceps elevator, and the wire frays due to repeated brushing cleaning around the forceps elevator and repeated attachment / detachment of the distal cover, so the wire rises. Since the instruction manual states that the external surface of the entire insertion section including the bending section and the distal end, should be inspected, and that the elevator wire should be inspected when installing the distal cover, the user can properly detect the reported event. In addition, the instruction manual states an external stress warning to the distal end, allowing the user to reduce / prevent dirt inside the light guide lens. The instruction manual also provides warnings when the elevator wire is broken and when brushing around the forceps elevator and instrument channel outlet. Therefore, the user can reduce the occurrence of raises due to cutting of the forceps elevator wire. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. -there was a leakage from the control section due to damage to the right/left angulation control knob and up/down angulation control knob. -the screen was partially darkened due to scratches on the ccd lens. -due to the broken forceps elevator wire, the rise angle of the forceps elevator was out of the standard. -the adhesive of the bending section rubber was broken. -the protector of the insertion tube was cut off. -the endoscope connector was deformed. -the electrical connector was corroded. In addition, olympus medical systems corp. (Omsc) confirmed the following from the photos provided by (B)(4). -the distal end cap was scratched. -there was a wrinkle on the insertion tube. -the forceps elevator did not move due to the cutting of the forceps elevator wire. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the inside of the light guide lens was dirty. In addition, it was found that some of the wires that composes the forceps elevator wire were raised due to cutting or fraying. There was no report of patient injury associated with the event.